Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "no image" was caused by the biopsy channel leaked leading to fluid invasion on the device. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that the device was out of specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited an image that flickered due to a damaged charged coupled device that had an immersed bending tube while being used with a video system center. There were no reports of patient involvement.